Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the sheath was kinked. An imaging core windup with a coiled drive cable and a detached imaging window were encountered near the lap joint section, but they were not returned for analysis. Functional tests with the guidewire could not be performed due to the condition in which the device was returned. Based on the evidence, the as reported code of difficult to cross lesion is confirmed.

Event description:
Reportable based on device analysis completed on 16 may 2024. It was reported that a catheter issue occurred. The stenosed target lesion was located in the proximal right coronary artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but the ivus catheter failed to pass due to calcification. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed that the imaging window was detached near the lap joint section.